Manufacturer narrative:
Evaluation could not be performed. Device not returned to howmedica rutheford.

Event description:
The femoral head had originally been implanted on 5/3/94. When the head was revised on 5/9/94, this femoral head fell into posterior tissue and was left in the pt until 12/30/96.